Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 1822565 (0001822565-2024-02737).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 1822565 (0001822565-2024-02737).

Event description:
It was reported that it was noted during a revision that after the locking screw removal, we were unable to remove the head screw from the nail and consequently the nail itself. The screwdriver could not, in any case and after several attempts, be fixed on the cephalic screw in place. The surgeon had a good vision of the screw and it had been cleared of any bony elements that could interfere between the screw and the screwdriver. Attempts have been made and additional information on the reported event has not yet been provided.

Manufacturer narrative:
(B)(4). D10: item #: 47248509510, znn, cmn lag screw, 10.5 mm, 95 mm, including set screw, lot #: 3140285. G2: report source france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.